Manufacturer narrative:
Concomitant product(s): product ID: 8703w, serial# b)(4), implanted: b)(6) 1997, product type: catheter. B)(4).

Event description:
Information was received from a healthcare provider (hcp), via a company representative, regarding a patient who was receiving dilaudid (57 mg/ ml) at 16.906 mg/day (also reported as "17 mg") and bupivacaine (10.8 mg/ml; also reported as 11 mg/ml) at 3.203 mg/day (also reported as " 3.2 mg") via an implantable pump (the lot numbers were unable to be obtained). According to pump logs, the last refill was on (B)(6) 2015 at 14:29. Indications for use included non-malignant pain and failed back surgery syndrome. Medical history included chronic low back and leg pain. Concomitant medications were unable to be obtained. The patient experienced increased pain, but was unable to specify a date that it was noticed. According to the consumer and their spouse, the patient did not demonstrate any withdrawal symptoms. On (B)(6) 2015, the patient was seen for a refill at the clinic and the pump was eroding through "skin posterior pump pocket." Diagnostic testing/troubleshooting included a white blood cell count (wbc), which was 8 (normal range was not provided). The hcp gave no indication as to the reason for the erosion. No allegation against the implanted system was made with regard to the reported symptoms. Actions/interventions taken to resolve the issue included pump replacement. The pump pocket appeared infected, and the pump was disposed of by the hospital. As of (B)(6) 2015, the issue was resolved, the patient status was "alive - no injury," and the hcp had no additional information.